Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons had been intermittently unresponsive, hard to press and required multiple button presses to elicit a response. It was noted that the buttons felt flattened and the symbols were worn off on the up arrow, down arrow and ok buttons. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the keypad buttons unresponsiveness was not confirmed or duplicated; all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all of the key contacts.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 2 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: there was no audible sound and a cracked solder connection on the piezo. The vibratory function is working.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.